Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Seven samples were received for evaluation. Visual testing was performed. Visual inspection found the pouch seals revealed an opening on the bottom seal on four of the pouches. On three of the returned devices, the pouches did not appear to be open. The root cause of the issue could not be determined. An internal non-conformance report (ncr) has been opened to address the multiple complaints received by a single complainant. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the sterility of the device was compromised, as the bottom of the package was not sealed completely and the tube sticks out of the end. No patient injury was reported.